Event description:
A facility reported a sensor (ID (B)(6) ) was implanted to measure icp. The sensor failed and it was removed and replaced. It was reported that 3 sensors failed (same ID, same lot), however it is unknown if the failure happened in the same patient. It is also unknown the type of failure. No additional information has been received.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.